Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Loss of capture and diaphragmatic stimulation were also reported. The patient is not pacemaker dependent. The lead was repositioned successfully. No additional adverse patient effects were reported. This lead remains in service.